Event description:
The customer reported that the system failed to boot up. No patient injury was reported.

Manufacturer narrative:
The manufacturer's service representative performed an on site investigation. The pc was found to be faulty, and a new one was ordered. No further information is available.